Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 10/03/2014 and 10/08/2014. The device was received for evaluation. A visual inspection was performed via the naked eye and microscope with no particulate matter noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not able to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had contamination inside the balloon. This was identified during or after filling with desferrioxamine and before patient use. There was no patient involvement. No additional information is available.